Event description:
The pt was implanted with a left ventricular assist device. Approx 18 months post-implant, the pt was at home and experienced a red heart alarm while switching from battery support to the power base unit (pbu). The pt called the hospital and was advised to return to the ICU. Upon his arrival, he was connected to the pbu and the pump stopped intermittently. The system controller, pbu and pbu cable were exchanged with no change. Damage to the percutaneous lead was suspected. According to the info received, the pt was symptomatic due to pulmonary edema and placed on the transplant emergency list.

Manufacturer narrative:
The pt remains on lvad support awaiting a heart transplant. The device remains implanted and in use by the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.